Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary incontinence. A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
There is no device available for analysis; therefore, o physical or visual analysis of the product could be performed. There was no report of device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these devices as indicated n the instructions for use (IFU).